Event description:
The pt reported that the ok and down arrow buttons were not responding or over-responding on the keypad. The reporter denies damage to the keypad or exposure to water and cleaning products. The buttons still spring back and the up arrow button was reported to be working appropriately.

Manufacturer narrative:
The device has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusions can be made at this time.